Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use, the device respiratory rate went up to 45-50 when it was set to 28. The circuit of the device appeared to be "vibrating" and the device displayed an occlusion alarm. The patient desaturated to 85%, however, there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer provided the device log files to technical support for evaluation. The biomedical engineer opened up the device to inspect internally which did not indicate any internal mechanical problems, loose parts or clear sources of vibration within the ventilator chassis. Systematic testing revealed that vibration reappeared when the hospital's humidifier and heated circuit were connected, indicating a potential issue related to the external circuit rather than a malfunction within the ventilator itself. The problem was resolved after replacing the bacterial filters linked to the gas outlet and exhalation membrane, with subsequent operational testing confirming stable parameters and no recurrence of symptoms.